Event description:
It was reported that the patient with this pacemaker had concerns regarding his device. The patient alleged that his pacemaker stopped working and started to lose some pulses. The patient is requesting that boston scientific look into the data and provide information. The patient mentioned that his right ventricular (rv) lead was displaced, and a new lead was implanted. Boston scientific technical services explained to the patient that they cannot provide any clinical information and referred the patient to contact their physician. Additionally, the local boston scientific representative indicated that boston scientific was not involved in the rv lead revision procedure. The physician can only confirm that a new rv lead was implanted and there were no further details available. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker had concerns regarding his device. The patient alleged that his pacemaker stopped working and started to lose some pulses. The patient is requesting that boston scientific look into the data and provide information. The patient mentioned that his right ventricular (rv) lead was displaced, and a new lead was implanted. Boston scientific technical services explained to the patient that they cannot provide any clinical information and referred the patient to contact their physician. Additionally, the local boston scientific representative indicated that boston scientific was not involved in the rv lead revision procedure. The physician can only confirm that a new rv lead was implanted and there were no further details available. No adverse patient effects were reported. This device remains in-service.